Manufacturer narrative:
Initial reporter phone #: (B)(6). Parent compliant references multiple lot numbers: medical device lot # 5111799, medical device expiration date: 04/30/2016, device manufacture date: 04/21/2015. Medical device lot # 5133958, medical device expiration date: 04/30/2016, device manufacture date: 05/13/2015. Medical device lot # 5261823, medical device expiration date: 09/30/2016, device manufacture date: 09/18/2015. Medical device lot # 5261822, medical device expiration date: 09/30/2016, device manufacture date: 09/18/2015. Results: bd received 9 samples from lots 5133958, 5261823, and 5261822. Samples were expired, so they were not evaluated. Photos were also provided by the customer facility for investigation. The photos were evaluated and the customer's indicated failure mode for mislabelled tubes with the incident lot was observed. Additionally, retention samples were selected for evaluation, and the customer's indicated failure mode for mislabeled tubes was observed. A review of the manufacturing records was completed for the incident lot #s 5111799, 5133958, and 5261823 and no issues were identified. Conclusion: bd was able to confirm the customer's indicated failure mode. Customer photos verify the missing and double unit labels.

Event description:
It was reported that the customer received a bd vacutainer® plus plastic sst tube without a label, one with a double label and one with a vacuum problem. No serious injury or medical intervention.